Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter revealing the proximal end of the balloon was slightly wrinkled and the outer shaft was kinked approximately 54 cm from the strain relief. Under magnification, a 5mm longitudinal tear, located approximately 30 mm from the distal tip of the catheter, was identified. Functional testing of the balloon portion of the catheter was performed by attempting to inflate the balloon. The balloon did not inflate and testing solution began dripping from the longitudinal tear. A lot history review revealed this is the only complaint associated with this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: returned product analysis confirmed the material rupture allegation to be longitudinal tear, 5mm long, approximately 30 mm from the distal tip of the catheter. The lutonix 035 drug coated balloon was inflated in a minimally calcified intra-stent stenotic lesion. Note, the lutonix 035 drug coated balloon pta catheter is indicated for percutaneous transluminal angioplasty (pta), after pre-dilatation of de novo or restenotic lesions up to 150 mm in length in the native superficial femoral or popliteal arteries with reference vessel diameters of 4-7 mm. There was nothing found to indicate there was a manufacturing related cause for this event. A definitive root cause for the rupture could not be determined. It is unknown if procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at three atmospheres while treating a minimally calcified intra-stent stenotic lesion. The health care professional (hcp) predilated the target lesion prior to treatment with the lutonix dcb. The lutonix dcb was removed without difficulty. The lutonix dcb was returned for further evaluation. No adverse patient effects were reported.